Manufacturer narrative:
(B)(4). Getinge service engineer has visited the hospital when the claim was received, and performed an initial inspection on the involved table, the table is working normally. Only the power cable was found damage, and ordered new part to replace, before replacement arrives, the involved table has been held. Getinge suzhou has requested the reported component back for further analysis and collecting more information to proceed with the further investigation, the result will be provided in follow-up/final report.

Event description:
On (B)(6) 2026, getinge brazil received a complaint from a hospital in brazil that power cable of lyra burnt during using. There was no patient involved and no injury reported.